Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and was found to be bricked. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report insufflator is disabled message. Patient is not in the room. Asked customer to cycle system power and system breakers. Asked or staff disconnect/reconnect all blue fiber cable connections. Left all breakers/ emergency power off (epo) off for over two minutes. Insufflator is disabled message returned. The customer confirmed tower, robot and console power buttons are all flashing blue. The customer requested system be checked as soon as possible. The procedure was converted to another dv system.